Event description:
A port vaxcel pasv was placed for therapeutic purposes in 2003. On a separation occasion, the catheter portion of the product split or ruptured during an infusion procedure, near entrance to the jugular vein, inside of the pt.